Event description:
The following was reported to hamilton medical ag: summary: disturbed screen, ventilation stopped.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: disturbed screen, ventilation stopped.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the engineer checked the machine and found that the machine was normal in use, with no black screen or abnormality identified. It was suspected that the machine might not be properly connected to the ac power supply, which caused the ac power supply failure, and the internal battery was depleted, both resulting in the black screen. Correction: our agent engineer came for inspection, finding out the machine was normal at present and no black screen was identified. It was suspected that the power cord was not plugged in properly and the internal battery was depleted, resulting in the black screen. Reason for not taking control actions: 1. The engineer checked the machine and found that the machine was normal in use, with no black screen or abnormality identified. 2. Our agent engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine 3. After the problem occurred, the medical staff used a resuscitation balloon for ventilation, so no injury was caused. In summary, no control actions are required since the risks are completely controllable.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the engineer checked the machine and found that the machine was normal in use, with no black screen or abnormality identified. It was suspected that the machine might not be properly connected to the ac power supply, which caused the ac power supply failure, and the internal battery was depleted, both resulting in the black screen. Correction: our agent engineer came for inspection, finding out the machine was normal at present and no black screen was identified. It was suspected that the power cord was not plugged in properly and the internal battery was depleted, resulting in the black screen. Reason for not taking control actions: 1. The engineer checked the machine and found that the machine was normal in use, with no black screen or abnormality identified. 2. Our agent engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. After the problem occurred, the medical staff used a resuscitation balloon for ventilation, so no injury was caused. In summary, no control actions are required since the risks are completely controllable. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: disturbed screen, ventilation stopped.